Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
A rashkind balloon atrial septosomy device was intended to be used during a procedure. The device was removed from packaging per IFU. The device was inspected before use, and no issues were noted. Negative prep was not performed before use. The rashkind balloon burst on the 3rd pullback across the atrial septum. The balloon had been inflated to 2.2mls and burst suddenly. A 100% saline was used. No resistance was encountered when crossing the septum. The procedure was successful despite the rupture.

Manufacturer narrative:
Product analysis: as received the 5ml syringe provided in the kit is engaged on the catheter hub. The syringe as 2ml of clear fluid inside. The catheter is bloody, and the balloon is baggy, and the proximal end of the balloon is separated around the entire circumference at the ridge of the balloon tie. Additional product analysis: there was a clean break all around at the proximal end of the balloon. Blood and foreign matter were present on the balloon. There was no evidence of damage aside from the rupture. The rupture occurred at the proximal end of the latex balloon around the entire circumference. Typical ruptures seen during in-process burst testing occur toward the center of the balloon and have an uneven or jagged appearance. This rupture occurred at the ridge of the proximal balloon tie. If information is provided in the future, a supplemental report will be issued.